Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer experienced undesired free flow through a peritoneal dialysis (pd) transfer set with the twist clamp in the closed position. This occurred during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing which included leak, clear passage, and clamp function testing were performed with no issues noted. Torque testing was also performed, and the results were within specification limits. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.